Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert. Non-sustained lead noise and possible myopotential oversensing were observed. Recommended programming changes were made with no further issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.